Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the slide had cut the edge of the patients skin. Probable root cause: design: knot pusher/suture cutter or slotted cannula tip too sharp; non-cutting edges not broken/rounded; process: insufficient deburring/polishing. Application: inattentiveness to sharp cutting edge of device. The device manufacturer date is not known.

Event description:
It was reported that the product cut the patients skin.